Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted. No additional information was provided.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and miniarc were implanted. It was reported that the patient underwent another gynecological procedure on 11/10/2010 and ams sparc was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that following insertion the patient experienced pain, extrusion, urinary/bowel problems, recurrence. It was reported that patient underwent mesh removal on (B)(6) 2010 due to sui. (B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2018